Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A torque wrch hex drvr 1.25 mmd for tw20 & tw30 adv (tw1.25) was returned for investigation. Visual inspection of the as returned product identified a clear fracture on the tw1.25, shortening the drill extension's length. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction did occur for tw1.25 and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Device lot number unknown.

Event description:
It was reported that (tw1.25) fractured at the tip. It was also reported that they were able to complete the procedure.